Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 30964220. Lot # 3264115. It was reported that the syringe 10ml ll w/ndl 21gx1in had leakage. The following information was provided by the initial reporter: (B)(6) received a complaint via email. It was reported to (B)(6) by a registered nurse via fax blood backing up into syringe, leaking infusion port. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, a review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident were found.

Event description:
No additional information.